Event description:
It was reported the patient's ipg is inoperable. It was also reported the patient was involved in a motor vehicle accident in 2011 and he has not charged his ipg since the accident. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was involved in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient lost his programmer and charging system durng a move.the sjm representative confirmed the ipg is operable and a replacement charging system and magnet was sent to the patient. Upon receiving the replacement charging system the patient was able to recharge his ipg to full, however he does not have a programmer so his stimulation cannot be adjusted. A replacement programmer was sent to the patient which resolved the issue. The patient is receiving effective stimulation.